Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's daughter called technical services to inquire about product advisories. Technical services discussed that the products implanted in the patient were not involved in any advisories. During the phone discussion with technical services, the caller reported that the patient passed away ((B)(6) 2015) following the pacemaker implant, which had occurred approximately two months prior. It was reported that the patient was in the hospital for months and that she had blood that was leaking from her device pocket into her breast. Technical services referred the caller to the patient's primary care physician to discuss further details. Boston scientific had no prior knowledge of the adverse event reported. This case was reviewed by boston scientific's medical safety committee. The as reported bleeding from device pocket into breast may have been describing a hematoma.